Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; full lead was returned and analyzed.

Event description:
It was reported that two days post implant an abnormal ECG was noted, and two days later, the patient felt paroxysmal pain. Doctors considered the possibility that the lead penetrated the cardiac muscle. The lead was explanted and replaced. The surgery was reported to be successful. No further patient complications were reported as a result of this event.